Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had lost weight recently and was experiencing discomfort at ipg pocket site. Physician elected to relocate the ipg pocket site to anterior abdomen wall. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. This addressed the issue.